Manufacturer narrative:
The reported event became legal and will be handled by stryker orthopaedics legal affairs department. No add'l info is available at this time due to the ongoing litigation. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, pt has bilateral hips implanted by dr (B)(6). He has started to experience some discomfort in his right hip. He has had some testing done and his lawyer has contacted the stryker hotline.